Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the preparation, an attempt was made to aspirate air; however, the syringe could not be depressed at all. It was therefore considered impossible to aspirate the air. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition.. However, microscopic inspection showed wrinkles around the heat shrink tubing of the drive cable. During the flush test, the device could flush when the telescope was fully retracted but did not flush when fully advance. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. In this case, the device was returned for product analysis; however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable; therefore, limiting the identification of the probable cause of the reported event.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the preparation, an attempt was made to aspirate air; however, the syringe could not be depressed at all. It was therefore considered impossible to aspirate the air. The procedure was completed with another of the same device. No patient complications were reported.